Manufacturer narrative:
Additional information was obtained from the user facility regarding the reported event. The procedure was completed successfully using the same device. The doctor was inserting the guide wire only into the maj-2455. No damage or abnormalities were observed with the device. No other devices were replaced during the procedure. The physician is experienced in using this device. It is unknown if the device was set up correctly or if the device was misaligned during use. It is unknown if increased force was being used when inserting the device through the seal. The device will not be returned to olympus as the device has been disposed of at the facility and it is not available for investigation. Physical evaluation of the device cannot be performed as the customer is not returning device and no pictures were provided. A device history record review cannot be performed as the lot number for this complaint is unknown. Olympus will continue to monitor the field performance of this device. Related to report MFR 3003790304 -2020 -00064.

Manufacturer narrative:
The device will not be returned to olympus for evaluation since it cannot be taken out of the facility. The reported issue occurred twice during an endoscopic retrograde cholangiopancreatography (ercp) procedure. No additional information has been obtained from the customer. No other issues or injuries have been reported. The customer received a replacement device. If any additional information is obtained a follow up report will be filed.

Event description:
An olympus sales representative reported that a bile leakage occurred during an endoscopic retrograde cholangiopancreatography (ercp) using the locking device and biopsy cap. The issue occurred twice in the same set. No patient harm was reported and the procedure continued until completion. No additional information was has been obtained.